Event description:
When the maverick2 monorail ptca catheter pack was opened, a foreign object (that resembled a hair) was observed adhered to the balloon. The procedure was not performed using this device.